Manufacturer narrative:
(B)(4). Evaluation: wbc flagging generated. The data submitted by the customer indicated that r1 flags were generated with the low wbc counts. There was no indication of further manual review of the samples. The cell-dyn 1800 system operator's manual was reviewed and was found to contain adequate troubleshooting instructions for data flags. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that the cd1800 analyzer generated a low wbc result of 800/ul on a patient that had been tested at another facility with a result of around 5,000/ul. The sample was repeated with a result of 900/ul. The patient had also been tested on (B)(6) 2010 with a wbc result of 3,400/ul. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.